Event description:
A ventilator was returned to the manufacturer for service. No harm or injury was reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a malfunction of the active exhalation control module was observed. The ventilator's active exhalation control module was replaced to address this issue.